Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level with insulin flow block alarm. The low blood glucose reading was 46 mg/dl and 48 mg/ dl. Customer stated tried to delivered 9 units and active insulin 7 units, but kept on beeping insulin flow block. Customer unable to complete troubleshooting. The insulin pump will be returned for analysis.